Event description:
Event description guidant received information that upon interrogation this pacemaker is displaying battery longevity of 2 years. The device has been implanted for approximately 3 years, and has an expected longevity of 6 years, per merlin desktop. The device is programmed to less than nominal settings, and is utilized by the patient only 5 % of the time. A longevity calculation was performed by a technical services consultant that reported there are 8 years remaining on the battery at the current program parameters. Boston scientific received information that this device has recently been explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
A technical services consultant recommended obtaining a hex dump at the next follow-up visit. No additional information is available at his time. If further information becomes available, or the device is returned, the event will be re-opened. The device was explanted and replaced. No further information is available. This report will be updated if more information becomes available.

Event description:
Event description guidant received information that upon interrogation this pacemaker is displaying battery longevity of 2 years. The device has been implanted for approximately 3 years, and has an expected lingevity of 6 years, per merlin desktop. The device is programmed to less than nominal settings, and is utilized by the patient only 5 % of the time. A longevity calculation was performed by a technical services consultant that reported there are 8 years remaining on the battery at the current program parameters.